Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse)') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required). The patient was treated with surgery ((hysterectomy(full)). Essure was removed on (B)(6) 2016. At the time of the report, the dyspareunia had resolved. The reporter considered dyspareunia to be related to essure. The reporter commented: discrepancy noted in insertion date: (B)(6) 2007 (previously reported) and in current fu ((B)(6) 2013) was reported. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: essure confirmation test(s) (unspecified) bilateral occlusion. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: essure model no. Was updated. New events added: " dyspareunia (painful sexual intercourse. Reporter contact information was added. Patient's demographics were added. Essure insertion was updated and removal date was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 29-year-old female patient who had essure (batch no. 880432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding, abruptio placentae, cesarean section, hypocalcaemia, urinary tract infection, anxiety, cholecystectomy, gastrointestinal surgery (gastric bypass surgery), appendectomy, depression, hallucination, iron deficiency anemia, substance abuse, thrombocytosis and uterine prolapse (grade 2). Previously administered products included for an unreported indication: seroquel, percocet, ibuprofen, ativan, xanax, celexa and neurontin. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("paramenia (inability to have sexual intercourse"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping),") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain lower ("low abdominal pain") and migraine ("migraines / headaches") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery ((hysterectomy(full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, hormone level abnormal, female sexual dysfunction, migraine, nausea, dysmenorrhoea and vaginal discharge outcome was unknown and the dyspareunia and abdominal pain lower had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, female sexual dysfunction, hormone level abnormal, migraine, nausea, pelvic pain and vaginal discharge to be related to essure. The reporter commented: discrepancy noted in insertion date: (B)(6) 2007 (previously reported) and in current fu ((B)(6) 2013) was reported. There were four coils protruding out of the ostia into the cavity on this side diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Pathology test - on (B)(6) 2016: serosal adhesion. Concerning injuries reported in this case the following one was described in patient medical records: dyspareunia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Event "pain" was added. Event onset dates were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse)') in an adult female patient who had essure (batch no. 880432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding, abruptio placentae, cesarean section, hypocalcaemia, urinary tract infection, anxiety, cholecystectomy, gastrointestinal surgery (gastric bypass surgery), appendectomy, depression, hallucination, iron deficiency anemia, substance abuse, thrombocytosis and uterine prolapse (grade 2). Previously administered products included for an unreported indication: seroquel, percocet, ibuprofen, ativan, xanax, celexa and neurontin. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), abdominal pain lower ("low abdominal pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse"), migraine ("migraines / headaches"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping),") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery ((hysterectomy(full)). Essure was removed on (B)(6)2016. At the time of the report, the dyspareunia and abdominal pain lower had resolved and the hormone level abnormal, female sexual dysfunction, migraine, nausea, dysmenorrhoea and vaginal discharge outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, female sexual dysfunction, hormone level abnormal, migraine, nausea and vaginal discharge to be related to essure. The reporter commented: discrepancy noted in insertion date: (B)(6)2007 (previously reported) and in current fu (B)(6)2013) was reported. There were four coils protruding out of the ostia into the cavity on this side . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: total bilateral occlusion. Pathology test - on (B)(6)2016: serosal adhesion. Concerning injuries reported in this case the following one was described in patient medical records: dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse)') in an adult female patient who had essure (batch no. 880432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding, abruptio placentae, cesarean section, hypocalcaemia, urinary tract infection, anxiety, cholecystectomy, gastrointestinal surgery (gastric bypass surgery), appendectomy, depression, hallucination, iron deficiency anemia, substance abuse, thrombocytosis and uterine prolapse (grade 2). Previously administered products included for an unreported indication: seroquel, percocet, ibuprofen, ativan, xanax, celexa and neurontin. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), abdominal pain lower ("low abdominal pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse"), migraine ("migraines / headaches"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping),") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery ((hysterectomy(full)). Essure was removed on (B)(6) 2016. At the time of the report, the dyspareunia and abdominal pain lower had resolved and the hormone level abnormal, female sexual dysfunction, migraine, nausea, dysmenorrhoea and vaginal discharge outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, female sexual dysfunction, hormone level abnormal, migraine, nausea and vaginal discharge to be related to essure. The reporter commented: discrepancy noted in insertion date: (B)(6) 2007 (previously reported) and in current fu ((B)(6) 2013) was reported. There were four coils protruding out of the ostia into the cavity on this side . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. The essure devices are in gross expected position and stable in appearance as compared to the prior examination. Pathology test - on (B)(6) 2016: final pathologic diagnosis: a. Small bowel segment, resection: serosal adhesions. Iatrogenic enterotomy with adjacent hemorrhage. B. Uterus, hysterectomy: cervix: parakeratosis, consistent with prolapse. Endometrium: benign endometrium. Myometrium: no significant pathologic change. Serosa: adhesions. Clinical information: pre-op dx: grade" uterine prolapse, abdominal pain. Post·op ox: abdominal hysterectomy. Specimen(s) submitted: a) small bowel resection (non-tumor) b) uterus, hysterectomy for prolapse pre and operative diagnosis: enterotomy during laparoscopic hysterectomy. Surgical procedure performed: exploratory laparotomy with lysis of adhesions and small bowel resection. Specimens: small bowel segment. Indications: the patient was undergoing a laparoscopic hysterectomy by dr. During placement of his initial laparoscopic trocar he identified an enterotomy. I was consulted to help do a lysis of adhesions and repair or resect this small bowel.. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as dyspareunia. Most recent follow-up information incorporated above includes: on 2-oct-2019: pfs and mr received: event hormonal changes, apareunia (inability to have sexual intercourse),migraines / headaches, nausea, dysmenorrhea (cramping), abdominal pain, vaginal discharge added. Medical history, lab data, lot number, historical data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report